Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and deteriorated foam was noted by the service center. In addition, dust/dirt contamination was found inside the device and the device displayed error code e031 (err motor vbus high blower off). The device was scrapped as per customer request.